Manufacturer narrative:
Concomitant medical products: dtbb1d1, ICD, implanted: (B)(6) 2016.

Event description:
It was reported that the left ventricular lead and the right ventricular lead are swapped in the device header. Interrogation showed noise and oversensing on the right ventricular channel (the left ventricular lead). The lead will be monitored and remains in use. It was also noted on interrogation that data on ventricular tachycardia non-sustained episodes was being displayed incorrectly. The episodes were looked at and the episodes did not meet the ventricular tachycardia non-sustained criteria. The device was operating normally and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.